Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported device is too slow and not operating correctly which was reproduced through troubleshooting of the device. The cause was determined to be a delayed processor board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was too slow and was not operating correctly. There was no patient involvement. No additional information is available.